Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 59-year-old patient was submitted to a surgical intervention of left breast partial mastectomy with biozorb implantation on (B)(6) 2017. Mammogram from (B)(6) 2018 showed seroma and hematoma on lumpectomy site. On (B)(6) 2018 the patient presented with increase pain in left breast and an ultrasound guided aspiration of left breast abscess was performed. The abscess recurred again in (B)(6) 2019. On (B)(6) 2019 the patient presented with a left breast chronic abscess treated with multiple courses of antibiotics and aspiration but the patient was submitted to abscess drainage and surgical cleaning of the entire inflamed mass so the biozorb was explanted at the same time. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and s.